Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, 90% stenosed right coronary artery. A 3.5x8mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the first inflation below rated burst pressure. The bdc was removed without resistance, and a non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.